Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: synergy ous mr 2.50 x 32 mm stent delivery system was returned for analysis. A visual examination of the stent found signs of stent damage. Stent struts from the 1st and 2nd proximal stent rows were lifted and pulled distally. The undamaged stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks along the hypotube shaft. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues with the polymer extrusion shaft. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed in 30sep2019. It was reported that crossing difficulties were encountered. The target lesion was located in the mid left anterior descending artery. A 2.50x32mm synergy drug-eluting stent was advanced but failed to cross lesion. The procedure was completed with another of the same device. No patient complications were reported. However, returned device analysis revealed stent damage.